Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported the right ventricular (rv) lead exhibited undersensing. The low voltage portion and rv coil portion of the rv lead were capped and the superior vena cava (svc) coil remains in use. A new single coil high voltage lead was added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).